Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference number 3002808486-2020-00354. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference number referenced in this initial medwatch report. Initial reporter occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, deep vein thrombosis (dvt), stenosis, occlusion, thrombus, scarring of inferior vena cava (ivc)/iliac veins, pain, stents placed, physical limitation, low blood pressure, unable to have sex, swelling, skin cracks, bleeding, deteriorated eyes. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported scarring of inferior vena cava (ivc)/iliac veins, pain, stents placed, physical limitation, low blood pressure, unable to have sex, swelling, skin cracks, bleeding, and deteriorated eyes are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the internal jugular vein due to deep vein thrombosis(dvt). Patient alleges an unsuccessful filter retrieval procedure on (B)(6) 2019 and a successful filter retrieval on (B)(6) 2019 due to inferior vena cava (ivc) and iliac thrombosis. Patient is alleging wall penetration, thrombosed ivc, scarring of ivc and iliac veins, recurrent dvt. Patient further alleges "pain in abdomen ared [sic] due to the 5 stents placed during removal. Unable to walk more than 20 yards without having to rest. Constant problems with low blood pressure. Unable to have sex.. Legs swelling to the point that skin cracks and bleeds". Patient further notes "eyes have deteriorated due to low blood pressure". Report from thrombolysis: "right lower extremity venogram was performed through the sheath demonstrating thrombus of the left femoral vein. Left lower artery venogram was performed to the sheath demonstrating thrombus of the right femoral vein as well as collateral veins." "Venogram was performed at the level of the left common iliac vein demonstrating thrombus within the infrarenal ivc with significantly reduced flow to the suprarenal ivc." Impression: bilateral lower extremity venogram demonstrates extensive thrombus extending to the inferior vena cava filter". Successful placement of bilateral lower extremity ekos catheters". Report from thrombolysis: "through the popliteal sheaths, venograms were performed which demonstrated persistent thrombus throughout the iliofemoral and popliteal systems as well as the inferior vena cava extending to the indwelling ivc filter." Report from angiogram: "impression: . Successful recanalization f the right iliofemoral and popliteal occlusions with balloon angioplasty. Improved patency of the ivc. Chronic occlusion of the left lower extremity. Patient will require compliance with long-term anticoagulation before consideration of ivc filter removal and potential reconstruction of the ivc and bilateral iliofemoral systems". Report from CT: "ivc filter struts mildly penetrate the wall." Unsuccessful filter retrieval report: "impression: recurrent occlusion of the ivc with extensive collateralization. Further filter retrieval was aborted at this time". Report from thrombolysis: "findings: extensive bilateral chronic thrombus in the bilateral external iliac veins, common iliac veins, and ivc to the level of the ivc filter. Successful recanalization of bilateral external iliac veins as well as bilateral common iliac veins and the ivc. Successful initiation of thrombolysis. Patient will return tomorrow for follow-up evaluation of possible continued treatment". Report from follow up angiogram: "impression: thrombectomy performed with the balloon maceration and angiojet. Venogram demonstrated significantly reduced thrombus burden with a channel now present from the infrarenal ivc into the suprarenal ivc. Persistent thrombus noted in the ivc filter. Ekos catheters therefore placed for overnight tpa thrombolysis". Retrieval report (successful): "findings: follow-up venogram from the bilateral common femoral vein sheath demonstrates significant reduction of the thrombus burden in the iliac veins and infrarenal ivc but with mild residual thrombus remaining. Narrowing of the ivc and common iliac veins is noted. Successful removal of the ivc filter using forceps. Follow-up venogram after filter removal demonstrates no extravasation of contrast". "Impression: successful removal of the ivc filter with endovascular reconstruction of the infrarenal ivc and iliac veins".